Manufacturer narrative:
During this patient's initial implant procedure in (B)(6) 2025 the ipg was replaced and repositioned, including creating a second tunnel for placement. It is possible that the repositioning and re-tunneling created some instability in the surrounding tissue. The migration of the ipg occurred within about a month of the initial implant, seeming to indicate that the movement occurred prior to the development of scar tissue. There are no reports of any specific events taking place after the implant that are likely to have contributed to device movement.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. After activating the system, the patient noted challenges with connectivity between the implantable pulse generator (ipg) and the external therapy discs. Assessment of the system found that the ipg had migrated past the recommended depth for optimal connectivity. On (B)(6) 2026 a surgical revision was performed to reposition the ipg to a more superficial position. During the procedure the ipg failed testing, likely due to surgical handling damage, and was replaced. Implanted leads were not replaced and remain in use with the new ipg.